Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2017 due to a high blood glucose level. Customer's blood glucose level was 500 mg/dl. Her blood glucose level was treated with insulin IV drip. The customer was wearing the insulin pump at the time of hospitalization. An urinary tract infection was most likely the contributing factor for her high blood glucose levels. The high pressure test passed. The device was not returned.